Event description:
It was reported a medi-tech gastrostomy catheter was placed may 16, 1995. Approx 2.5 yrs post procedure, epigastric pain prompted an exploratory procedure which resulted in removal of a foreign mass and partial gastric resection. Following removal, dissection of the mass revealed a metal spring with a piece of suture attached to it, believed to be a portion of a component of a medi-tech gastrostomy catheter insertion device. The pt was discharged and will be monitored. This device is not available for eval. Therefore, no failure analysis is available. Follow up attempts to obtain further details surrounding the circumstances of this event have been unsuccessful.